Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off without alert. Customer's blood glucose value was unknown. Customer stated that last week she changed the battery 4 times. Customer did not use rechargeable batteries also not using previously used batteries. There were no unattended alarms also insulin pump was in vibrate mode and they did not do daily rewinds. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to blank display.